Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons.there is no additional information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as only the head and sleeve were revised. The initial report was forwarded in error and should be voided. Sections updated b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as only the head and sleeve were revised. The initial report was forwarded in error and should be voided.